Event description:
A report was received that stated nurse was exposed to blood when the device leaked. The nurse reported that during blood draw the device broke and nurse was exposed to pt blood. According to reporter the pt was (B)(6) for (B)(6) and nurse had post-exposure blood tests performed. At this time no permanent adverse effects to nurse reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.